Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:a review of the pump¿s black box and alarm histories showed that cs 052 and cs 054 call service alarms were recorded. During testing, the pump powered on appropriately with no alarms occurring. The pump was exercised for 1 hour and emitted a cs 088 call service alarm. The pump case was removed and moisture damage was found to the printed circuit board. The complaint that the pump was emitting multiple cs 052 call service alarms was not able to be adequately investigated due to the recurring cs 088 call service alarm issue and internal moisture damage.